Event description:
Related manufacturer reference number: 2017865-2021-36619. It was reported that the patient presented for a generator change procedure. Prior to the procedure, the right atrial lead exhibited low p-wave sensing and the left ventricular lead exhibited high capture thresholds. The leads were both capped and replaced on (B)(6) 2021. The patient was stable.